Manufacturer narrative:
This complaint will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly the patient was revised due to infection. Revision njr number: (B)(4). Side: r; primary asa: p2-mild disease not incapacitating.